Event description:
It was reported a physician performed a kyphoplasty procedure in a pt at 1 level. The "cement was applied to the pt in an appropriate state." The surgeon waited before injecting the cement into the pt. The procedure was completed successfully. The pt status was good. Reportedly, after 18 minutes, the cement was still too liquid like to apply to the vertebral body. The temperature in the operating room was 18-20 degrees. No add'l info was reported.

Manufacturer narrative:
Device not returned, f/u with company representative.